Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: a review of the alarm history indicated that consecutive call service 052/054/012 alarms had occurred on 04/16/2016. Visual inspection did not find any physical damage to the battery compartment or battery cap and the battery cap was able to secure properly. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation.